Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: >7.5; lab: 2-3. Customer reports >7.5 inr on six pts out of eleven tests. Venous draws were taken at the same time and lab inr's came back between 2 and 3 for all pts. Exact lab values were not available for the six pts. None of the pts had any signs of bleeding.

Manufacturer narrative:
Investigation pending.